Event description:
It was reported that patient is currently hospitalized and a clinician reached out to mdt rep asking to be walked through connecting to the ipg to determine if it is working properly. It was determined that the ipg had reached 0% and turned off. A family member did bring their equipment to recharge. It took 3 hours to get from 0 to 50% and family member expressed great difficulty in using the recharger. The patient¿s therapy was turned on and they improved immediately. Interrogation of the ipg showed the system was turned off due to loss of charge. Rep will call customer service to get an upgraded wireless recharger for the patient. Rep is unaware if the initial hospitalization was due to therapy loss, but the delay in discharge from the facility was due to therapy loss. Additional information received from the manufacturer¿s representative who reported they were contacted after the patient was already hospitalized as their daughter wanted them to check the battery as it had reached zero percent and turned off. The patient¿s daughter was instructed how to recharge and turn the device back on. The rep presumed the daughter didn¿t charge it long enough as two days later the implant turned off again. The rep thought the patient needed a new recharger and remote so they were sent a new one and the implant was working fine. The rep spoke with the healthcare provider (hcp) who stated the patient was hospitalized on (B)(6) 2024 with an admitting diagnosis of rigidity and gait instability with the reason for the delayed stay was ¿concerns for device longevity.¿

Manufacturer narrative:
Section d10 references: product ID 37754 serial# (B)(6) product type recharger. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.